Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -14.5/2.0/065 (sphere/cylinder/axis) was implanted into the patient's left eye (os). The lens was removed and later replaced for a longer length lens.